Event description:
It was reported that a patient underwent an artificial femoral head procedure on (B)(6) 2013 and suture was used. The needle detached from the suture when the surgeon grasped it with a needle holder before use. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle and suture were examined for attribute defects and none were found. However, the insertion end of the suture did not have a sufficient insertion. The assignable cause is short insertion, which is a manufacturing defect.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.